Manufacturer narrative:
The reported oad was received for analysis. The guide wire utilized in the procedure was received, not engaged in the oad, with a fractured portion of the distal driveshaft on the guide wire. The driveshaft of the oad was fractured at the distal edge of the crown, and a weld fracture was observed. Dried, adhered biological material was observed on the driveshaft crown section. Analysis did not identify and damage tha may have contributed to the accumulated material, and the morphology and exact root cause of the accumulated material is unknown. Scanning electron microscopy of the fractured ends of the driveshaft revealed the driveshaft fractured at the weld zone, and pieces of weld heat affected material remained on the fracture face. Fatigue striations were observed at the site of the fracture. It is hypothesized that the root cause of the fractured driveshaft is excessive flexing near the crown due to spinning in an area of excessive tortuosity or resistance that pushed the driveshaft into a tight bed shape, however the exact root cause of the event is undetermined. The returned guide wire was passed through the remaining driveshaft and handle assembly with no issue. The oad functioned at all speeds during testing with no abnormalities observed. At the conclusion of the device analysis, the reported event of a driveshaft fracture was confirmed, however, the reported event of a dissection was unable to be conclusively confirmed through analysis. The coronary oas instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure, the distal section of the driveshaft, including the crown, of a diamondback coronary orbital atherectomy device (oad) fractured off. The 90% stenosed, type c target lesion was located in a section of the left anterior descending coronary artery (lad) that was moderately tortuous and 2.75 millimeters in diameter. The lesion was treated with four passes on low speed with the oad. After the fourth pass, the distal section of the oad was observed to be fractured. The guide wire was pulled back and caught the driveshaft, leading to the fracture being successfully removed from the patient. A dissection was observed that was treated with balloon angioplasty and stenting. It was noted the procedure had good results and the patient was discharged following the procedure.